Manufacturer narrative:
According to the customer, they had the bandage on for 'a few hours' when it caused them to have an 'allergic reaction'. The customer reported she took the bandage off and her skin has '3 open red holes'. The customer reported that she received prescription 'triamcinolone acetonide cream' from her dermatologist and the injury is 'improving'. The sample is not available to be returned for evaluation. No additional information is available or provided at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, they had the bandage on for 'a few hours' when it caused them to have an 'allergic reaction'. The customer reported she took the bandage off and her skin has '3 open red holes'. The customer reported that she received prescription 'triamcinolone acetonide cream'.